Event description:
As reported, the vamp needless cannula was removed from packaging and a piece of white plastic was noted to be in the luer adapter prior to use.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Customer report of partial blockage of the needless cannula luer was confirmed. A white solid object was noted inside the female luer of the cannula. The object was half of a solid cylindrical tube, approximately 0.21" high and 0.16" diameter. There was also light brown particulate attached to the surface of the object. The light brown particulate was flat and approximately 0.16"x0.11" in size. Chemistry analysis showed the ir spectrums of the unknown brownish particulate and white object showed similar absorption characteristics when comparing to silicone-like material. The complaint was confirmed and appears to be related to the supplier's manufacturing process. This appears to be an isolated incident and the event will be sent to the supplier for their investigation.